Event description:
Prior to inserting papillatome, the equipment was visually inspected by the physician. After inserting the papillotome into the duodenoscope, the physician stated he could not see the tip. The equipment was removed and the tip was not present. The tip could not be found upon visual inspection of the room. Subsequent x-rays failed to visualize the needle tip as well. The patient had a repeat ercp (endoscopic retrograde cholangio pancreatography) performed the next day with a successful papillotomy done.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.